Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No other issues were found. Based on the results of the investigation: a probable root cause could not be identified due to no problem being found with the device. A device history report reveled no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a grainy image. There were no reports of patient harm.